Event description:
Surgeon reported to our sales rep that he was performing a surgery procedure. During this procedure he observed that the reported item is broken.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.